Event description:
The patient complained that radical resection of right breast cancer was performed in our department on (B)(6) 2019, and postoperative indication of invasive ductal carcinoma of right breast was suggested. Later, port implantation of left upper arm was performed in our department on (B)(6) 2019. At 17:00 but 30:00 on june 22, 2024, port of left upper arm was planned to be taken in our department, and intraoperative removal was difficult. B ultrasound examination of the mouth report suggested adhesion between the infusion catheter and axillary vein. Then percutaneous intravascular foreign body removal + inferior vena cavography was performed on (B)(6) 2024. The port and catheter were completely removed."

Manufacturer narrative:
Note: product reference 443334 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: the manufacturing file of the reported batch # 36984900 was reviewed. It presents no abnormality. No other similar complaint was reported on this batch manufactured in november 2021. Note: there is an inconsistency in the information transmitted by the end customer. Indeed, the declaration states that an access port was implanted in 2019 while batch # 36984900 was manufactured in november 2021. At this time, the customer has not provided any explanation. Investigation results: despite requests, we did not receive the complaint sample nor x-ray pictures for evaluation. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. Catheter difficult to remove during explantation procedure due to adhesion/encapsulation in the vessel wall is a known complication of the access port implantation. This is a rare incident, no increasing trend is detectable in our complaint database. Consequently no corrective action is envisaged.